Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Thump software was utilized and uploaded trace/history files properly. No pump error 43, 37, 30, or 15 alarms were noted during testing. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 37 alarms were noted on 01/09/2026 06:15:37.000 through 01/09/2026 13:51:16.000, with several alarms noted. Line=780 file=121. Pump error 43 was also found on 01/09/2026 11:31:48.000 through 01/09/2026 13:49:25.000, with several alarms noted. Line=763 file=121. Critical pump error 53 was also found on 01/09/2026 14:04:46.000 and 01/09/2026 13:24:34.000. Line=418 file=32107. However, pump error 30 and pump error 15 were not found during download history review. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly, but corrosion was found on the motor home switch. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails, battery tube threads - cracked, missing display window/cover, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump error 15 and pump error 30 were not confirmed when neither pump errors were noted during download history review. However, allegations for pump error 43 and pump error 37 were confirmed when both alarms were found in history files. Additionally, critical pump error 53 was also found. Pump errors were caused by corrosion on the motor home switch. Isolate to motor and electronic assembly due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 30 (failure saving special value for normal mode done to flash (replace battery if low), and pump error 15 (the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The events involved products mmt-1884l and mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarms and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l and mmt-1884 were requested, and the customer's response was that the devices would be returned.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.